Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the distal left anterior descending artery that was moderately calcified and 90% stenosed. The mini trek 2.0 x 20 mm balloon dilatation catheter (bdc) was inflated one time and ruptured at 8 atmospheres. There was no reported resistance during removal of the protective sheath or advancement to the lesion. The bdc was replaced with another device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was able to be confirmed. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.